Event description:
It was reported that the patient experienced a frequent charging of the ipg and had tenderness at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The patient explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024